Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had a red x and chirps. No, there was no patient involvement.

Event description:
It was reported to philips that the device had a red x and chirps. There was no patient involvement.